Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing pain and an infection at the implant site. The recipient was prescribed antibiotics and an anti-inflammatory medication. The recipient's infection resolved.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced a skin flap infection. On (B)(6) 2017, the recipient was prescribed keflex (500 mg) for 10 days. The recipient remains implanted. This is the final report.